Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr was stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that the rota burr got stuck with the rotawire. The stuck was unable to release, so the rota burr was removed outside the body together with the concomitant device as one unit. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that the burr was stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that the rota burr got stuck with the rotawire. The stuck was unable to release, so the rota burr was removed outside the body together with the concomitant device as one unit. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire was kinked at 12cm from the proximal end. The advancer used during the procedure was returned and used for analysis. The returned wire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire,